Event description:
It was reported that during tka, surgeon was using cr impactor as a secondary impactor and cr bump broke in two pieces. None went into patient. Used s and n tibia impactor to finish. No harm or surgical delay involved.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A review of the manufacturing records for the provided batch did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible probable causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.